Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "prior to using the instrument, customer found broken plastic part and didn't use for the procedure." The instrument was found to have a broken ceramic sleeve. Broken piece(s) is missing as a result of breakage. Size of missing piece is approximately 0.107 x 0.136. The root cause of broken instrument ceramic sleeve is typically attributed to the user, such as excess force applied to the distal end of the instrument or accidental collisions.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the permanent cautery spatula was found to have a plastic part broken. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.